Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that after a 5f mynxgrip vascular closure device (vcd) procedure, there was a ¿small swelling hematoma". Additional information received indicated that the product was stored as instructed per labeling. The vessel did not have stenosis >50% at or near the puncture site. No vessel tortuosity. There was no evidence of a pre-existing hematoma at the access site prior to the vcd use. The vcd was used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following an interventional tace (transcatheter arterial chemo-embolization) procedure. Multiple sheath exchanges were not required. Multiple stick attempts were not made before intravascular access was achieved. The puncture site was located at the medium level. There was not a posterior wall puncture. The patient was not being active at the time the bleeding started. The hematoma developed immediately after the sealant was deployed. The hematoma was noted to be less than 6 cm in size. Manual compression was applied for less than 30 minutes to achieve hemostasis. The patient's hospitalization was not extended. The patient was noted to have recovered. The device product evaluation indicated a failure to deploy. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with the sealant sleeve pull back against the shuttle handle. A portion of sealant was observed inside the shuttle cartridge tubing. The advancer tube was found inside the shuttle cartridge, abutting the sealant. The condition of the returned device indicates an incomplete engagement of the advancer tube. (Incomplete deployment of the sealant.) The shuttle cartridge and the catheter were inspected for anomalies that may cause the failure to deploy. No anomalies were observed. During the investigation, shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. Review of lot f1723602 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿small swelling hematoma¿ was not confirmed due to the condition in which the unit was received for analysis. Procedural factors and handling process may have contributed to the event as reported. The exact cause of the reported event experienced by the customer may have been an incomplete deployment of the sealant resulted in the small hematoma. It should be noted that if the advancer tube did not lock the sealant in place, the balloon may drag the sealant from above the arteriotomy during catheter removal. However, the root cause of the failure to deploy could not be conclusively determined. Neither the product history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that after a 5f mynxgrip vascular closure device (vcd) procedure, there was a ¿small swelling hematoma¿. The vcd will be returned for analysis. Addendum (02/19/2018) additional information received indicated that the product was stored as instructed per labeling. The vessel did not have stenosis >50% at or near the puncture site. No vessel tortuosity. There was no evidence of a pre-existing hematoma, at the access site prior to the vcd use. The vcd was used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following an interventional tace (transcatheter arterial chemo-embolization) procedure. Multiple sheath exchanges were not required. Multiple stick attempts were not made before intravascular access was achieved. The puncture site was located at the medium level. There was not a posterior wall puncture. The patient was not being active at the time the bleeding started. The hematoma developed immediately after the sealant was deployed. The hematoma was noted to be less than 6 cm in size. Manual compression was applied for less than 30 minutes to achieve hemostasis. The patient's hospitalization was not extended. The patient was noted to have recovered. Addendum (03/22/2018) the device product evaluation indicated a failure to deploy.